Event description:
The patient had a permanent ventricular rate responsive pacemaker system and ventricular electrode implanted on 8/8/94. On 8/9/94 the pacemaker failed to sense and subsequently failed to pace. A chest xray showed the electrode dislodged. On explanation of the ventricular electrode, it was of interest of find that the entire tined tip and end of the electrode were encased with clotted blood, rendering it ineffective to hold in position. The electrode was replaced with a endocardial screw in lead.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.